Event description:
Patient arrived for r/o labor and decreased fetal movement. When patient was put on the coro for fetal tracing, unable to detect heart tones, but could feel fetal movement. There was intermittent fetal tracing with minimal variability, which was then undetectable on the fetal tracing. Verified fetal heartbeat and bpp with ultrasound, which did not correspond with coro tracing of a flat line. Transferred patient's tracing to rover 1, which corresponded with ultrasound showing moderate variability. Note: transducer involved in this incident was not removed from service at the time the issue occurred. Transducer serial number redacted malfunctioned on the following day, creating a similar event with a different coro machine.